Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness within specification. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported rupture. Healthcare professional reported rupture. This record is for the left side. The device has been explanted.

Event description:
Patient reported, left side rupture. Device remain implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b3 b5 b6 d1 d2a/b d4 d6a/b g2 g4 h4 h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional confirmed left side rupture via imaging. The device has been explanted.